Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp), reporting that no extra troubleshooting was done related to the change in impedance when the patient turned their head, stating that it had been high for a few years. The hcp reported that the patient was involved in a bar fight in 2013 resulting in the revision of the "fractured" lstn lead. When the patient moved in 2015, impedances were noted to be high at the first appointment with the hcp. The hcp reported they are discussing lead revision with the surgeon. The hcp reported that they have no notes that the patient had their lstn lead replaced. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had high impedances on unipolar pairs in the left subthalmic nucleus (stn): c1 at 2781 ohms, c2 at 3796 ohms, and c3 at 4662 ohms. The patient was reportedly programmed on c3. It was also reported that these values were when the patient turned their head. When the patient straightened their head, c3 was down to 2960 ohms. It was reported that the hcp was investigating the lead placement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.